Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The reported symptom was caused by a seizing motor. The failed motor assembly was replaced.